Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 6 had failed. A field service engineer (fse) powered off the machine and replaced both the module controller board and the drawer controller board to resolve the issue. The customer was then guided to successfully reassign the drawer and verify drawer functionality, including opening, closing, and proper cubie display. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 had failed and the machine would not power on. It was determined that the serial cable from auxiliary drawer 6 had to be unplugged for the machine to turn on, and it was suspected that the board was burned out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.